Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: a piece of the needle npe was found to be trapped in the pen. The pen needle was attached to and detached from the pen in the usual manner. No needle stick incident occurred to the patient or the hcp.

Manufacturer narrative:
The following fields were updated due to additional information: d3. Medical device manufacturer: becton dickinson and co. D4. Medical device lot #: 1232972 d4. Medical device expiration date: 30sep2024 h4. Device manufacture date: 20aug2021 g1. Manufacturing location: becton dickinson and co. H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd autoshield¿ duo pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: a piece of the needle npe was found to be trapped in the pen. The pen needle was attached to and detached from the pen in the usual manner. No needle stick incident occurred to the patient or the hcp.